Event description:
It was reported that after right ventricle leadless pacemaker (rvlp) implantation a right ventriculography was performed and revealed that the helix had protruded outside the heart at the apex. It was noted that the rvlp did not rotate during screwing. After removal, the patient's vital signs deteriorated, and an echocardiogram was performed and confirmed pericardial effusion. Drainage was carried out, and fresh frozen plasma was ordered, no improvement in vital signs were observed so an extracorporeal membrane oxygenation treatment was initiated and the vital signs temporarily stabilized. The patient's vital signs deteriorated again, and the patient was transferred to the intensive care unit. The patient passed away later that day.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that during the procedure there was a significant drop in the patient's blood pressure and a decrease in oxygen saturation.